Event description:
The pt stated he has had three hypoglycemic episodes over the last two weeks. He had a hypoglycemic event several days ago (blood glucose value not provided) and he stated he ate to raise his blood glucose. He was also hospitalized due to low blood glucose (value not provided) and he was placed on an i.v. Drip. He stated that "last night" (1/13/07) his blood glucose was 7.1 mmol/dl (127.8 mg/dl) and this morning (1/14/07) his blood glucose was 1.1 mmol/l (19.8 mg/dl). His wife gave him a shot of glucagon to raise his blood glucose. Per pt request, assistance was provided in lowering the basal rate programming on his infusion device. He stated he feels that lowering the basal rates will control his lows. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.